Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The supplies were changed multiple times to address the event. Customer's blood glucose was 190 mg/dl.